Event description:
It was reported that a pt's left arm was in contact with the bore wall during a mr scan. The pt sustained a blister covering an area approx 1 inch by 2 inches.

Manufacturer narrative:
A ge field engineer evaluated the system following the event and found the system to be operating within specification. The pt sustained burns resulting from contact point heating due to inadequate pt padding, which allowed the pt's arm to directly contact the bore wall. The operator's manual does contain safety warnings and instructions on proper padding procedures.